Event description:
Reporter called regarding her dexcom g7. On (B)(6) 2025 dexcom issues a recall for the dexcom g7 due to a bug that could prevent glucose values from updating and trigger alerts as intended. Her model was on the list. Reporter will contact dexcom to get replacement.